Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's power pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
H6, clinical signs code, in initial MFR# 0003015876-2021-02468 incorrectly stated ventricular fibrillation. This has been corrected to no clinical signs, symptoms or conditions. Additionally, the results code has been updated from electrical/electronic component problem identified to no device problem found and the conclusion code has been updated from cause traced to component failure to cause not established. Stryker further evaluated the removed power pcb assembly and it passed functional testing. Root cause of the issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. This issue is patient related; however there was no adverse event reported.